Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic excision of lesion of uterus, the insulation of the l hook peeled (melted). Another device was opened but the same event occurred. The procedure was completed with another device. The status of the patient is no problem.

Manufacturer narrative:
Evaluation summary post market vigilance led an evaluation of two devices. In both device one and device two the l-hook tip was bent and shaft insulation was burnt and unravelling. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may occur when device is subjected to improper use where the electrode tip contacts conductive irrigation fluid or the uninsulated portion of other laparoscopic devices. Such contact may then compromise the discharge of energy from the electrode resulting in the generation of sparks and possibly cause melting of the sheath in that area. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.